Event description:
It was reported that the iab ruptured. As a result, the iab was removed. There was no report of patient complications, serious injury, or death. There is an associated user facility report ((B)(4)) that was sent to the FDA and teleflex regarding the event.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "iab ruptured" is confirmed based on the customer picture provided with the complaint report. The picture showed blood present in the helium pathway. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the iab ruptured. As a result, the iab was removed. There was no report of patient complications, serious injury, or death. There is an associated user facility report (0039-0111-2022-0001) that was sent to the FDA and teleflex regarding the event.